Event description:
It was reported that during a lavh procedure the device tissue pad fell off outside of the pt during cleaning of the device. They used a second like device to complete the case. No pt consequence reported.

Manufacturer narrative:
Date sent: 07/09/2008. Info not available, device not returned for analysis.